Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2013 to the lower abdomen using the coolmax applicator, to the upper abdomen using the coolcore applicator, and to the flanks using the coolcurve applicator. On (B)(6) 2013 the patient was treated with coolsculpting to the lower abdomen using the coolcore applicator. The patient was assessed by a physician and diagnosed with paradoxical hyperplasia (pah/ph). Pah was described as a bulge tender without nodules, retractable, and soft.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with cool sculpting on (B)(6) 2013 to the lower abdomen using the cool max applicator, to the upper abdomen using the cool core applicator, and to the flanks using the cool curve applicator. On (B)(6) 2013 the patient was treated with cool sculpting to the lower abdomen using the cool core applicator. The patient was assessed by a physician and diagnosed with paradoxical hyperplasia (pah/ph). Pah was described as a bulge tender without nodules, retractable, and soft.